Event description:
Rptr state that caller from facility reported that unit had overfilled final containers from source container on station 4. This was a 500ml container programmed to deliver 50ml into each of 10 final containers. However, it was empty after the eighth container was filled. The user was advised not to use the unit, which was sent to product svcs for eval.